Event description:
It was reported that during normal follow up, diagnostic imaging revealed externalized conductors proximal to the rv coil. No electrical anomalies were detected. Patient was asymptomatic. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 38.2cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 8.7-10.8cm from the electrode tip, consistent with lead friction to another device or heart feature. The re conductor etfe coating was abraded at this location. This is consistent with the observation from the field of high pacing threshold.

Event description:
New information notes that high threshold was observed. Lead was explanted during device change out for normal eri.